Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, for the patient's atrium was too large, the ra lead dislodged after placement at the target position. The ra lead was removed and replaced with a different lead to complete the procedure successfully.